Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had received numerous shocks. Upon interrogation, this right ventricular (rv) defibrillation lead and ICD had recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The patient received at least 12 shocks on july 27, 2023, as interrogation revealed the code 1005 message on the programmer screen 12 times. It was not possible to view episodes to assess whether therapy was appropriate and/or exhausted, as the ICD had reached end of life (eol) on april 28, 2023. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No additional adverse patient effects were reported. It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had received numerous shocks. Upon interrogation, this right ventricular (rv) defibrillation lead and ICD had recorded a code 1005, indicative of an open circuit condition detected upon shock delivery due to a high out-of-range shock impedance measurement greater than 145 ohms. The patient received at least 12 shocks on (B)(6) 2023, as interrogation revealed the code 1005 message on the programmer screen 12 times. It was not possible to view episodes to assess whether therapy was appropriate and/or exhausted, as the ICD had reached end of life (eol) on (B)(6) 2023. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No additional adverse patient effects were reported.